Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that debris was found in the sterile package. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed.the returned product was visually inspected and the reported event was confirmed. The debris was subject to sem/eds analysis. Debris particle 1 appears to be consistent with ti-6al-4v alloy, contaminated with o, si, fe and ca. Debris particle 2 appears to be organic material, predominantly composed of c and o. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause for the presence of organic debris is the operator not following instructions during the manufacturing process. The metallic debris is consistent with the porous coating present on the implant itself. It was not determined whether the debris was introduced during packaging or if it came from the implant due to handling during packaging or transit. A definitive root cause for the metallic debris cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.